Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that only the delivery system was returned for evaluation, the stent was deployed and not returned. The dark blue outer sheath was kinked 177mm distal to the t-bar connector. The inner shaft was kinked 20mm proximal to the distal marker band. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the profile of the returned delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label, it was used past its expiry date. The device expiry date was (B)(6) 2014; however, the procedure was performed on (B)(6) 2014. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a lesion with 35% stenosis and a band over 45 degrees but less than 90 degrees. Reportedly, the patient's anatomy was moderately tortuous with mild calcification. During the procedure, the stent was partially deployed by approximately 70% when the physician attempted to reconstrain and reposition the stent. However, resistance was encountered and the stent could not be reconstrained or fully deployed. The stent was removed from the patient partially deployed. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a lesion with 35% stenosis and a band over 45 degrees but less than 90 degrees. Reportedly, the patient's anatomy was moderately tortuous with mild calcification. During the procedure, the stent was partially deployed by approximately 70% when the physician attempted to reconstrain and reposition the stent. However, resistance was encountered and the stent could not be reconstrained or fully deployed. The stent was removed from the patient partially deployed. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.